Event description:
Medtronic received information that approximately one to two days following the implant of this transcatheter bioprosthetic valve, the physician believed a cerebral vascular accident (cva) had occurred that was well tolerated with minimal residual effects. Two days later, the patient was treated with a bipap machine. A few days later, a permanent pacemaker was implanted to increase the patient¿s heart rate to compensate for a paravalvular leak (pvl). The patient was subsequently extubated, however required re-intubation. An aortic valve replacement (avr) was performed eight days post-valve implant with another manufacturer's valve. During the avr, the transcatheter bioprosthetic valve was explanted and it was noted that the pvl was due to two collections of calcium where the valve had not sealed. The patient tolerated the open heart procedure well and received a tracheostomy and hemodialysis post-operatively. No other adverse patient effects were reported.

Manufacturer narrative:
The date of event is approximate, as the specific onset date of the cerebral vascular accident (cva) was not determined. The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.